Event description:
It was reported that the insulin gauge was inaccurate and static. There was no adverse impact to the customer¿s blood glucose level. The customer was educated on the reason for the static display and was guided to clean the pneumatic tap and reload the cartridge, which resolved the issue, allowing the pump to give an accurate estimate. No further assistance was needed.